Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. During the procedure when sheath inserted into the body and attempt were made at first aspirating, air was noted drawn from the valve. Thus, sheath was replaced by the same model and procedure was completed successfully. No complication was reported in patient. The product is not expected to return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. During the procedure when sheath inserted into the body and attempt were made at first aspirating, air was noted drawn from the valve. Thus, sheath was replaced by the same model and procedure was completed successfully. No complication was reported in patient. The product is not expected to return for analysis as it was discarded. It was further reported that no abnormalities noted during preparation or use of the sheath. No device was inside the sheath prior to or at the time when the air was observed. Irrigation was performed using an infusion pump (model is unknown) at a flow rate of 20cc/h. It is unknown if air was observed in patient, no fluid leak was observed.